Event description:
It was reported that the generator was removed and replaced with a new one due to the device no longer functioning. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).